Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 550mg/dl. The customer was experiencing unexplained high glucose for about two weeks. It was stated that the customer also received a no delivery alarm. Troubleshooting was performed. Reviewed the programming and found that the first time the customer bolused was two days prior to her admission. Advised the customer that missing boluses can lead to high blood glucose. Ran a fixed prime and passed. It was stated that the customer reuses the reservoirs. The customer's recent glucose reading was 111mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.